Event description:
It was reported that an unspecified malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer was instructed to revert to a manual daily injection therapy to maintain insulin delivery, while technical support arranged for a replacement pump to be shipped. The customer was educated on the procedure to put the pump into storage mode before returning it using a prepaid shipping label within 10 days.